Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Medical records reviewed for another complaint. The records indicate the patient had bilateral mom depuy hips implanted in 2010. The records indicate the patient sustained a single right hip dislocation. There was mention of the date of the dislocation or if the patient was revised as a result of the dislocation. Update rec'd 02/05/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. There is no new information that would change the existing MDR decision. The complaint was updated on: 02/24/2016. Update rec'd 05/13/2016 - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from pain and metallosis. Litigation alleges the patient exhibited symptoms of a loose implant, but is not specific on which implant would have attributed to the loosening, should we receive further information, we will update the complaint at that time. Updated head and liner. Complaint updated: 06/01/2016.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot codes were not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 02/06/2017 pfs and medical records received. After review of the medical records for MDR reportability, it is noted that lab results for metal ions are significantly elevated for both cobalt and chromium < 7.0 ppb. No product/lot information available yet for the right hip. An unknown depuy stem and elevated metal ions harm are added to complaint. An office note from (B)(6) 2014 indicated that patient experienced a right hip dislocation on (B)(6) 2014 with closed reduction. No revision date or revision operatve notes are available for the right hip.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot codes were not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.